Event description:
Tpn line placed for crohn's disease. Device placed w/o tunneler. Line was checked after procedure finished & it was determined it was not acceptable. Line removed & then re-inserted and then sutured into position. Pt developed shoulder pain & high fever. Removed line & found to be infected with staph/aureus. Septic arthritis of hip developed soon after.